Event description:
This catheter was inserted and had urine return to which this rn inflated the balloon of the catheter; however, the urine flow then stopped. This rn and the charge rn made the decision to remove this catheter, but when the charge rn attempted to delate the balloon, the syringe filled with 3ml of pure blood. The catheter was able to be removed from the patient successfully and this rn and the charge rn inspected it to find a hole mid-way through the catheter. The provider was then notified and urology was consulted.